Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The rv lead exhibited high pacing thresholds measurement and low sensing. The patient complained of some light headedness but no syncope reported. This occurred thirteen days post implant. This lead was repositioned successfully. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.